Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted call service 078 alarm and insisted that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrences of the reported motor rewind error related alarm. The pump powered on with the audible and vibratory features. The display was blank. Pump casing was opened and evidence of moisture intrusion was found inside the pump. The investigation was unable to conduct the functional testing due to the blank display and moisture damages. The reported call service alarm issue cannot be adequately investigated and no conclusion can be drawn.